Event description:
Patient reported left side "left-side rupture" and "experience burning". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: black particles on shell, fold creases, wear abrasion, curved openings with striated edge on anterior side, nicks with striations, broken shell with striated edge on anterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage and broken shell with striated edge assessed as surgical damage. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reported left side "left-side rupture" and "experience burning". Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.